Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an image blackout. The issue occurred during preparation/prior to sedation for a therapeutic cholecystectomy. The device was replaced. The intended procedure was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported that the subject device had an image blackout. The issue occurred during preparation/prior to sedation for a therapeutic cholecystectomy. The device was replaced. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the repair site for inspection and the reported failure was not confirmed. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.